Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level was unknown. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer stated that insulin pump was delivering insulin too much. Customer also reported that they breathing difficulty, headache, nausea and pain. Customer declined troubleshooting for low blood glucose level. The insulin pump and reservoir will not be returned for analysis.